Manufacturer narrative:
(B)(4).

Event description:
During a follow up on (B)(6) 2015 the device showed a longevity of 3.5-3.9 years. During a follow-up on (B)(6) 2016 the device showed a longevity of 1.9-2.2 years and on (B)(6) 2016 the device was at eri. The device was explanted and replaced. The physician suspects premature battery depletion. The patient is in stable condition.

Manufacturer narrative:
The device was received for investigation. A longevity estimation was performed and found to be normal. However, a diagnostics anomaly was confirmed. The root cause for the inconsistent longevity estimate near eri indicated by the programmer was not able to be identified.